Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The foot retraction problem was not confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the difficulties to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, there was resistance when removing the device. The foot plate was not closed completely. There was plaque or tissue stuck in the foot plate. The open foot plate caused the "hole to get bigger". Hemostasis was achieved with the same device and manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.